Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the implant was defective. The patient was in a hurry and had no time to answer additional questions. It was unknown when the issue started to occur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the second device worked. The patient reported that it did not work from the time it was implanted, so it was replaced. The patient reported that the device was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.